Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while performing vascular anastomosis, both needle and thread were broken. No reported patient outcome.